Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of pericardial effusion was confirmed via media provided. The other allegations were not able to be confirmed based on media provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a pericardial effusion (pe) occurred that lead to cardiac tamponade. The procedure was cancelled. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect laac kit was selected for use. There was no effusion noted pre procedure. The physician obtained access via the right femoral vein. The watchman sheath and versacross connect system were advanced to the superior vena cave (svc). During pull down from the svc to the inferior vena cava (ivc), the positioning fell off the septum and the physician proceeded to advance the rf wire back up to the svc. The physician started to pull down to the ivc and then fell into the fossa. The physician was tenting inferior and anterior on the septum and energy was delivered. Bubbles were seen in the left atrium (la) but the wire did not advance with ease. The patient had a prior ablation, and the physician believed it went through the iatrogenic atrial septal defect (iasd). The versacross wire was advance, and the dilator was removed, and a non-boston scientific pigtail catheter advance to left atrial appendage (laa). An laa angiogram was performed, and the watchman delivery system (wds) was opened but not prepped. The patient began to become symptomatic, and hemodynamics became unstable. Transesophageal echocardiography (tee) imaging confirmed a 2.9cm circumferential effusion, which was not there pre procedure. Medication was given to keep the patient hemodynamically stable. Pericardiocentesis was initiated and 500cc of blood was pulled off the pericardium and recycled back to the patient via a cell saver. The patient was stable and went to the intensive care unit (ICU) with a pericardiocentesis drain bag. The physician will reattempt the laac procedure at a later date. The device is not expected to be returned for analysis (disposed). There is a future plan is re-attempt implant of the laa. The patient was yet hospitalized as of (B)(6) 2025.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet.

Event description:
It was reported that a pericardial effusion (pe) occurred that lead to cardiac tamponade. The procedure was cancelled. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect laac kit was selected for use. There was no effusion noted pre procedure. The physician obtained access via the right femoral vein. The watchman sheath and versacross connect system were advanced to the superior vena cave (svc). During pull down from the svc to the inferior vena cava (ivc), the positioning fell off the septum and the physician proceeded to advance the rf wire back up to the svc. The physician started to pull down to the ivc and then fell into the fossa. The physician was tenting inferior and anterior on the septum and energy was delivered. Bubbles were seen in the left atrium (la) but the wire did not advance with ease. The patient had a prior ablation, and the physician believed it went through the iatrogenic atrial septal defect (iasd). The versacross wire was advance, and the dilator was removed, and a non-boston scientific pigtail catheter advance to left atrial appendage (laa). An laa angiogram was performed, and the watchman delivery system (wds) was opened but not prepped. The patient began to become symptomatic, and hemodynamics became unstable. Transesophageal echocardiography (tee) imaging confirmed a 2.9cm circumferential effusion, which was not there pre procedure. Medication was given to keep the patient hemodynamically stable. Pericardiocentesis was initiated and 500cc of blood was pulled off the pericardium and recycled back to the patient via a cell saver. The patient was stable and went to the intensive care unit (ICU) with a pericardiocentesis drain bag. The physician will reattempt the laac procedure at a later date. The device is not expected to be returned for analysis (disposed). There is a future plan is re-attempt implant of the laa. The patient was yet hospitalized as of (B)(6) 2025.